Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic assisted saw interface (sasi) right there was a saw console error saw3. It was reported that the sasi came unclasped which caused the error. It was reported that the error caused the system to shut down an restart the application. It was reported that there were no delays in the surgical procedure. It was reported that the device was being used with a robotic assisted base station device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, (B)(6) 2023. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated and review of the log files for this event was performed. The review confirmed the reported condition. Visual analysis found no damage or visual defects with the device. The overall appearance of the device shows signs of multiple uses in a clinical setting. Although the application error with the system was confirmed per the log file review, no malfunction with the sasi was found. The unable to lock condition could not be replicated. The cause for the planar clamp to unclasped during use is potentially attributed to the user accidentally snagging the clasp causing the clamping mechanism to disengage. The assignable root cause could not be determined.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.